Event description:
While pt was undergoing a clot evacuation during a cystoscopy the instrument to resect tumors (rectoscope) was used. It has a small beak on the end of it. This piece broke off during the procedure and the surgeon was unable to remove it from the bladder. The pt was planning to return to or for a second procedure due to his condition. At that time the surgeon will remove the beak. No harm to pt identified by event.